Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the reported problem was confirmed but not replicated. In the system logs, the resistance was found indicating an opto button springs' fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a surgeon side console fixture test platform (sftp) and passed all relevant testing within specification. As a result of this investigation, failure analysis concluded that the opto button springs were the potential source of the reported event. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to mechanical defects from the opto button springs located on mtm. This issue can be resolved by replacing the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed intermittent sticking of the clutch button on surgeon side console (ssc) and replaced the left master tool manipulator (mtml). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtml for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that opto finger switch on one of the surgeon side consoles (ssc) was sticking. The system was setup with dual sscs. The customer proceeded with the case by using the other ssc. No known impact or patient consequence was reported.